Event description:
Alleged the head section of the stretcher will not lower all of the way down and oil is leaking from one of the head section gas springs.

Manufacturer narrative:
Repairs have not been completed.